Manufacturer narrative:
During an interventional endovascular procedure, the 155 cm. Saber rx 7 mm. X 4 cm. Balloon catheter (bc) leaked contrast media from the distal end of the balloon during inflation for post-dilation of an unknown stent. The product was replaced with a non-cordis bc to complete the procedure successfully. There was no reported patient injury. The target lesion was the right iliac artery. No target lesion characteristic information was provided. A right brachial approach was used. Additional information received indicated that it was unknown if the stent that was implanted was a cordis product. There was no reported product issue with the implanted stent. The atmospheres of pressure that were used during the inflation that the leakage was noted was not known and it was also not known if it was the first inflation for the product. The leakage reported was from the distal side of the balloon. There was no reported difficulty removing the product from the hoop. There was no reported difficulty removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally (i.e. Maintained negative pressure). The product was removed intact (in one piece) from the patient. Additional information was requested but was reported to be unknown. No additional information is available.   The device was not returned for analysis. A device history record (DHR) review of lot 17567309 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event.   The reported ¿balloon leakage - during positive pressure¿ could not be confirmed as the device was not returned for analysis. The exact cause of the leakage reported could not be determined. Based on the limited information available for review, vessel characteristics (although unknown) and procedural/handling factors may have contributed to the reported event. According to the instructions for use, which is not intended as a mitigation, ¿carefully inspect the catheter prior to use to verify that the catheter has not been damaged and that its size, shape and condition are suitable for the procedure for which it is to be used. Do not use if product damage is evident. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.   Please note that this is the initial/final report for this product.

Event description:
During an interventional endovascular procedure, the 155 cm. Saber rx 7 mm. X 4 cm. Balloon catheter (bc) leaked contrast media from the distal end of the balloon during inflation for post-dilation of an unknown stent. The product was replaced with a non-cordis bc to complete the procedure successfully. There was no reported patient injury. The product was clinically used and it will not be returned for analysis. The target lesion was the right iliac artery. No target lesion characteristic information was provided. A right brachial approach was used. Additional information received indicated that it was unknown if the stent that was implanted was a cordis product. There was no reported product issue with the implanted stent. The atmospheres of pressure that were used during the inflation that the leakage was noted was not known and it was also not known if it was the first inflation for the product. The leakage reported was from the distal side of the balloon. There was no reported difficulty removing the product from the hoop. There was no reported difficulty removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally (i.e. Maintained negative pressure). The product was removed intact (in one piece) from the patient. Additional information was requested but was reported to be unknown. No additional information is available.